Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, stent jailing occured. The lesion being treated was a 3.0mm, 90% stenosed, 32mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with pre-dilatation using a 2.5-20mm balloon (22atm). The physician then placed a 3.0x32mm taxus express2 stent in the target lesion (16atm). During the procedure, stent jail was confirmed. It was noted that the physician did not intend to jail the vessel. A kissing balloon technique was performed. For post-stenting, the 2.5x20mm balloon was used that had been used for predilatation. Ivus was performed, the stent was implanted properly and was confirmed. Residual stenosis was 0%. The patient was discharged 9 days later on plavix and aspirin. The patient had no further complications and in "good" condition. In the opinion of the physician, the relationship of the event to the taxus is related.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.